Event description:
Event: unable to retract jacket. Two grafts were used during the case. This is the report for the first graft used. Case details: the pt was not an ideal candidate due to having a superior neck angled greater than 60 degrees. The right common iliac artery was ectatic. The treatment plan was to land in the right external iliac artery. The right internal iliac artery was coil embolized prior to the procedure. Left side was ipsilateral. The first graft was introduced over a lunderquist wire. The jacket bent to conform to the anatomic contours. The graft would not unjacket. The device was removed from the body. The graft was massaged and re-prepped. The graft was re-inserted, however, under fluro there appeared to be a space between the jacket guard and the top of the graft and the pull wire appeared to have been displaced, so the decision was made to open a second graft.